Manufacturer narrative:
The device will not be returned to the MFR for eval based on this event. The customer advised that the event occurred only one time and not again. They also explained that since the reported event, the handpiece has been used many times in several procedures without any further incidents. Therefore, the reported condition of the device running on its own during usage could not be confirmed.

Event description:
It was reported that the handpiece began running on its own prior to the start of an oral surgery. The same device was used to complete the procedure. There were no adverse consequences reported as a result of this event.